Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that when the box was opened, the tip of the mechanical lithotriptor v was torn. The customer tried to insert the guidewire (visiglide2), but the tip was broken, and the guidewire could not be inserted. The endoscopic retrograde cholangiopancreatography (ercp) diagnostic procedure was completed with a separate device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a correction to the initial. The subject device was manufactured in october 2023, but the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it is likely the reported malfunction occurred due to one of the following mechanisms. 1) trying to insert the device into the endoscope while using the guide wire. 2) the device was excessively angulated while inserting the guide wire into the guide wire tip. 3) a load beyond the resistance strength was applied to the guide wire tip. That might have caused the guide wire tip to tear. However, the subject device was not returned and the root cause of the reported malfunction could not be identified. The event can be prevented by following the instructions for use which state: "when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire. This may damage the distal tip. Olympus will continue to monitor field performance for this device.